Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) initiated optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure was informed that the patient resumed optune gio therapy on the same day and subsequently experienced three seizure episodes. As a result, the patient temporarily discontinued optune gio therapy. On (B)(6) 2026, the patient reported being diagnosed with cerebral edema, for which an unspecified medication was prescribed, and was advised discontinuing optune gio therapy for one month. On may 29, 2026, novocure received a medical report from the prescribing physician stating that the patient had a history of partial seizures that occurred on (B)(6) 2025, and (B)(6) 2026. The patient had been treated with levetiracetam and lacosamide. Following the most recent seizure episode, perampanel 2 mg daily was added to the treatment regimen, along with dexamethasone 4 mg daily for cerebral edema. In the physician¿s opinion, a causal relationship between the seizure episodes and optune gio therapy could not be ruled out.

Manufacturer narrative:
Novocure medical opinion is that this is a serious event related to the underlying disease (gbm) unrelated to optune gio therapy. Healthcare provider was unable to rule out a possible contribution of optune gio therapy to the event, therefore, novocure will report this case out of an abundance of caution. Seizure is an expected event with optune gio device use (ef-11 9% and 22% ef-14 optune arm). Seizures are a known complication of gbm and have been reported as the presentation symptom in 27% of cases. During the course of the disease, 51% of patients will experience seizures (clin neurol neurosurg. 2015; 139:166-171).